Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a duodenal switch, on the sixth firing of a blue load with the device it appears that while firing the device on stomach tissue, midway through the firing sequence, the jaws began to bunch up the tissue. This resulted in the cartridge laying staples midway through the sequence but delivered no staples for the other half of the sequence. Even though no staples were delivered the second half, the knife blade continued so it cut the tissue without stapling. They were able to open the stapler with no problem as the stapler did go through the full sequence. There was a lot of blood from this event but luckily the surgeon was able to transect higher and removed the damaged tissue. He had to open another like device to complete the case and no patient complications were observed.